Manufacturer narrative:
An arjo representative was informed by the facility staff that a resident fell from the nimbus 4 mattress on the floor. There was no allegation of the arjo device malfunction. No injury or other medical consequences were reported. The facility reported that the same issue occurred 3 times, so two additional reports were submitted under manufacturer report no 3005619970-2020-00012 and manufacturer report no 3005619970-2020-00014. At the time of visit at the customer facility, the arjo representative was able to establish that the facility staff were using sliding sheets (non arjo product) to turn the resident on the nimbus 4 (arjo product). During an investigation with the facility manager, it was found that a sliding sheet (non arjo product) was left under the resident (after turning) and the resident fell from the bed when was trying to get off of it. Following the incident the facility changed the internal protocol related to use of sliding sheets to avoid future issues. According to safety warning included in the instruction for use 649933en rev. 07 ¿it is the responsibility of the caregiver to ensure that the user can use this product safely.¿ the arjo mattress was used during the reported fall and thus played role in the event, no product failure was found. Although there was no serious injury sustained, the complaint was decided to be reportable due to the allegation of the patient¿s fall.

Event description:
An arjo representative was informed by the facility staff that a resident fell from the nimbus 4 mattress on the floor. There was no allegation of the arjo device malfunction. No injury or other medical consequences were reported.